Event description:
It was reported during a low anterior resection procedure the circular stapler fired, but no audible crunch was heard or felt. Removed stapler to find that the anvil was detached from the hand piece and still in the proximal portion of the colon. The product specialist reported that staples were deployed in the first firing, however, could not be found. The anvil was re-attached to the hand piece trocar in patient and instrument was fired. Knife fired, but no staples were deployed (as they were on first firing). Therefore, anastomosis was not completed. Surgeon had to perform a colostomy on patient. It is unknown at this time if the colostomy is permanent or temporary. Patient condition is unknown.

Manufacturer narrative:
Information anticipated, but unavailable at this time.